Event description:
It was reported that a home patient had connected to the patient line of a homechoice automated pd set with cassette when it was not properly primed. During troubleshooting for an unrelated alarm, the caregiver stated that there was air in the patient line. This was identified during the initial drain cycle of automated peritoneal dialysis (apd) therapy. Troubleshooting revealed that the caregiver failed to allow the patient line to prime properly prior to connection. The technical service representative reviewed proper procedures with the caregiver and instructed the caregiver to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the caregiver reported connecting to the patient line before the line was properly primed. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.